Manufacturer narrative:
The subject device is not returned to olympus yet. Olympus will investigate the subject device to determine the cause of this phenomenon after olympus receives the device. Olympus also checked the manufacturing history of the subject device, and there was no irregularity found. Olympus will submit a supplemental MDR report after the cause of this phenomenon is determined. This report is being submitted as a medical device report in an abundance of caution.

Event description:
Olympus was informed that a monitor image disappeared suddenly during unknown procedure. The facility completed the procedure to replace the subject otv-s7pro-hd-l08e to another device. However, the patient was already applied to anesthesia before the phenomenon occurred, so the facility started the procedure behind schedule. There was no report of patient injury in this event.

Manufacturer narrative:
The subject device was returned to olympus for investigation and the phenomenon was reproduced. The boot, which protects the junction between the insertion tube and control section, came off the subject device and the camera cable was twisted. Moreover, there were signs of water and detergent invaded inside the subject device. The boot might come off the subject device by excessive bending. The ccd unit might break down because of fluid invaded inside the subject device when the facility reprocessed the subject device in the state that the boot was damaged. Consequently, an endoscopic image might not be transmitted to the video processor as an electrical signal converted by ccd unit due to the ccd malfunction, so the monitor might not display an endoscopic image. The instruction manual of this device already mentions cautions for the device handling. There were no further details provided. If significant additional information is received, this report will be supplemented. This report is being submitted as a medical device report in an abundance of caution.